Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was returned and elevated. Two pieces of the haptic plate were torn off, missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the ftp overrode and tore the lens, as it was advancing toward the eye. There was no patient contact.